Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that his wife experienced high blood glucose. The customer¿s blood glucose level was 540 mg/dl at the time of incident and the current blood glucose of the patient is 523 mg/dl. Customer was feeling sick because of high blood glucose. Customer treated high blood glucose with insulin pump. Customer not feeling ok to trouble shoot high blood glucose. The insulin pump will not be returned for analysis.